Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) administered a shock for ventricular tachycardia, which accelerated the rhythm to ventricular fibrillation (vf). The device then administered 5 more shocks which failed to convert the patient. The 7 shock succeed in terminiating the vf. The device was explanted and replaced with a high enegy device.